Manufacturer narrative:
A company physician evaluated the provided photos: there are apparent brown opacities and whitening spots in the lens (unable to determine if these are on the surfaces or in the body of the lens) with variable sizes and dispersedly distributed. Based on the company physician's review of the attached photo, an anterior segment picture of an apparently pseudophakic eye was provided, the picture focus is vague, and it does not show details of the iol. Unable to provide conclusions from the provided picture. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A surgeon reported that sub surface nano glistenings and glistenings were confirmed on the intraocular lens (iol)ten years following a cataract extraction and iol implant procedure. The patient reported she was unable to see things clearly especially with the affected eye. Yag laser irradiation was performed on the affected eye and a topical receptor agonist was prescribed. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon, who reported that approximately six years following the intraocular lens implant procedure, the patient reported that it was hard to see clearly. After-cataract was surgically treated, the intraocular lens remained unclear.